Event description:
It was reported that this right atrial lead exhibited a spike in pacing impedance from 300 ohms to 1500 ohms, but still within normal range. A technical service (ts) consultant reviewed available device data, provided recommendations for programming options and lead integrity testing. The device remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).